Event description:
Boston scientific received information that continuous high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead. They were asking if the increasing shock lead impedance without any jumps was caused by calcification and specified that all other values or measurements were within normal range. Boston scientific technical services (ts) indicated that the reason of the shock lead impedance (sli) needed further investigation; however stated that the gradual increasing sli may be caused by ionic layers on shock electrodes as a result of long-time absence of shock delivery. They do have evidence that the calcification of the lead tip may be caused by gradual increasing pacing impedance but not known for sli. Ts suggested monitoring the patient on the remote monitoring system. On the engineers side, they had indicated that the right ventricular (rv) distal coil appears to be the common electrode resulting in high sli. The device and lead remains in service. No adverse patient effects were reported. Additional information received confirming that all measurements were good and that no x-ray or fluoroscopic was performed due to patients choice. Also, no intervention was given to the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.